Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo was informed about events involving arjo passive maxi move lift and sling. The customer reported that four events occurred with the same patient. The report concern the fourth complaint (registered under (B)(4) ) the customer stated that during patient transfer the clip detached from the lift spreader bar. The customer did not provide further details regarding event circumstances.

Manufacturer narrative:
Arjo was informed about events involving arjo passive maxi move lift and sling. A customer reported that four events occurred with the same patient. This report concerns the second complaint (registered under (B)(4), FDA 9681684-2022-00027 ). The customer stated that while the patient was transferred, the sling clip detached from the lift spreader bar. No injury was reported. During the interview customer stated that they do not remember the details and the circumstances of the event, the product serial number was not identified either. Since no device serial number or event circumstances could be provided, the device involved in the event registered under (B)(4) could not have been inspected. Following information gathered, the analysis does not lead to the identification of a root cause due to insufficient information provided related to the event circumstances. The maxi move instruction for use warns t he users to check the sling before use and make sure that the sling clips are attached securely before and during the lifting process. Warning ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ moreover the instruction for use contains graphical images showing how to attached the clips to the lift. To sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the allegation that the clip detached from the spreader bar during use.

Manufacturer narrative:
Currently, all collected information is analyzed, additional information will be provided upon investigation conclusion.